Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No additional event or patient information is available. It has been reported that readings were off by 30 to 40 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined.